Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient reported that she was transported to the hospital due to heart attack. At the hospital she had open heart surgery, a triple coronary bypass and had to drain fluid from the lungs (2.5 liters). She was also given antibiotic. She had many other health problem due to her age and physical condition (details not provided). According to the doctor, issue was related to her diabetes. She was sent to facility to recover for 2.5 months. She is currently at home and is doing better. She is currently out of the hospital and called as she had no more pods.